Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcb's). The unit passed the performance verification test (pvt) (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an erratic lower graphical user interface display. There was no report of pt involvement. The date of the event is unk.